Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the alarm 41100. Visual and functional testing was performed but the customer's problem was not duplicated. The probable cause of the problem was a software issue. The device's software was reloaded, performed preventative maintenance and calibration in order to fix the issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was red alarming screen with error 41100 while power on. There was unknown patient involvement, and unknown harm/adverse event was reported.